Manufacturer narrative:
Primary UDI number. B5: describe event or problem - addition information. Primary UDI number - addition information. G3 date received by mfg - addition information. G6 type of report - addition information. H2: additional information/ device evaluation - addition information.

Event description:
Subsequent to the initial MDR, a addition is required.

Manufacturer narrative:
(B)(4).

Event description:
Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-115738 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 5/6/2025 and it was determined this complaint is not reportable per (B)(4).